Event description:
Customer reported conflicting results between sofia 2 and sofia.sofia 2 produced 4 negative results and the sofia produced 4 positive results. Confirmatory testing not provided.

Manufacturer narrative:
Investigation conclusion:tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with positive standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate positive results at the fifteen (15) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplciate with retains. Source: phone.